Event description:
Pt alleged that device is not delivering their basal rate because pt has high blood glucose (398 mg/dl). No error messages were generated by the device. Pt self-treated high blood glucose by delivering additional insulin via boluses.